Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever and cloudy fluid. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and was treated with vancomycin injection (intraperitoneal, 1 gram, start dose), meropenem injection (intraperitoneal, 1 gram, once a day) and amikacin injection (intraperitoneal, 100 milligrams, once a day). At the time of the report, the patient outcome is unknown. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was hospitalized for the peritonitis event the same day as event onset. It was reported the patient was not recovering from the peritonitis; therefore, pd therapy was discontinued and the patient was transferred to hemodialysis. Nineteen days after event onset, the patient passed away (in the hospital). The cause of death was unknown. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.